Manufacturer narrative:
Device is a combination product. Estimated based on bsc aware date of (B)(6) 2019.

Event description:
It was reported via (B)(6) that stent deformation occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. The promus premier stent was difficult to advance past the first curve. After gently pulling the stent back, with some friction at the tip of the guide catheter, upon removal the stent was noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.